Event description:
It was reported that the customer experienced multiple intermittent high blood glucose (bg) levels reported as "high". Cause was not known. Customer administered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.